Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016. The investigation included: evaluation of actual device. Review of device history records. Review of complaint history. Evaluation of device: the (8) cusa tips were visually inspected, no visual abnormalities were observed. Each of the (8) tips were inserted separately into the related handpiece and tightened with the a torque wrench as specified. Functional testing of each tip was performed on a cusa excel+ system. Individual activation of each tip resulted in passing the pre-test with output of each tip reaching 100% with no alarms. Additional testing was performed on each tip by only, hand-tightening into the handpiece without the use of the torque wrench. Functional testing of each tip only hand-tightened into the handpiece resulted in a "tip alarm" as reported. Device history record reviewed for this product ID lot # 323875 manufactured on 04 nov 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "tip alarm" for this product ID shows that 2 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. The reported complaint of the ¿console was sounding a tip alarm¿ was not confirmed. Note that the reported complaint is consistent with improper torque of the tip during installation.

Event description:
A report was received for the c4617s cusa excel 36khz that the console was sounding a tip alarm. The integra team went to the facility and performed a pm (preventative maintenance) on the unit. A variety of handpieces and tips were tried with success. The shear tip (lot number from the c4617s) was the only one sounding the alarm even when 3 different tips from the same lot were tried. There was no patient contact or injury and the incident was considered an out of box failure.